Manufacturer narrative:
(B)(4). The image storage board (isb) was replaced and the system worked properly.

Event description:
During examination, the customer had to perform a restart. The system displays an error "image storage board."